Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown tibial nail. Part#, lot# and UDI # is not available. Date of implant is an unknown date approximately one year prior to revision surgery. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown tibial nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally implanted on an unknown date approximately one year ago. The patient underwent a hardware removal surgery on (B)(6) 2017 to remove a tibial nail and four unknown screws because the patient had pain. During the removal surgery, the extraction screw for the tibial nail was noted to have a thread defect. The part was not used. The nail was extracted without the component. There was no surgical delay. No harm was reported to the patient. The procedure was completed successfully. The patient outcome was reported as stable. (B)(4) captures the incident occurred during the revision surgery. This complaint captures the post-operative pain and the need of revision surgery. This report is for one (1) unknown tibial nail. This is report 1 of 2 for (B)(4).